Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2019, during which only the s1 lead was explanted and replaced. Issue resolved and therapy has been restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2019-12224. It was reported the patient was receiving inadequate stimulation in one of the patient's leads. As a result, the patient will undergo surgical intervention on a later date. Both of the patient's leads are being reported because it is unknown which lead is liable.

Manufacturer narrative:
The explant date should have been (B)(6) 2019 rather than (B)(6) 2019. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2019 not (B)(6) 2019 as previously reported.